Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's buttons were getting stuck. Customer's mother stated that the customer was unable to enter his blood glucose level as the numbers would not go up or down. The customer's mother stated that the customer had a blood glucose level in the range of 400 mg/dl on the night that the incident occurred. Customer's mother stated that the insulin pump may have recently been exposed to moisture. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no buttons response due to corroded keypad traces. Unable to perform functional testing due to button keypad anomaly. The insulin pump has minor scratched display window and cracked reservoir tube lip.